Event description:
A user facility returned the olympus asset, visera elite xenon light source, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the emergency lights did not come on because the emergency lights were out. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and during inspection of the device, the emergency lights did not come on because the emergency lights were out. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.